Event description:
Scope loaded into steris machine and reprocessing started by tech. Shortly after starting the machine, the lid violently popped up forcing the tech backward and striking their elbows. Bottom seal remained inflated. Lid replaced the previous day. Safety concern.